Event description:
Balloon burst on the angioplasty balloon during angioplasty of the central stenosis. A piece of the balloon was retained which required surgical intervention, short stay, to remove it.